Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Additionally, a query of the complaint handling database for the reported lot could not be conducted based on the lot number since the lot number was not reported. Reportedly, the device had trouble when attempting to remove the device from the patient anatomy and used force to remove it. It should be noted that the electronic perclose prostyle instructions for use states: ¿securely wrap the rail suture limb around the left forefinger close to the skin. While maintaining guide wire access, simultaneously pull the rail suture limb coaxial to the tissue tract with slow, consistent increasing tension to advance the pre-tied suture knot to the access site and remove the perclose prostyle device (or the entire procedural sheath system if using pre-close technique) completely from the vessel with the right hand.¿ in this case, the account reported use error in pulling the wrong suture and tightening the knot prematurely. The root cause of the reported failure to advance knot is due to use error. The subsequent treatment is due to the circumstances of the procedure. In this case, the account reported use error in pulling the wrong suture and tightening the knot prematurely. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a mildly calcified common femoral artery using the pre-close technique via a 7f sheath prior to an interventional coronary procedure with impella support. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to 14f, and the coronary procedure was completed. Reportedly, post procedure, the incorrect suture end was pulled and locked the knot of one prostyle suture. The second knot was successfully advanced to the vessel wall; however, one suture did not achieve hemostasis in this large hole puncture site. As the guide wire had been removed, surgical closure was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 ¿ failure to follow steps/instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.